Event description:
It was reported that a malfunction occurred with the customer's pump, displaying a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions on how to reset the pump, assisted the caller with the reset, and confirmed that the issue did not recur. The customer was advised to continue using the pump and to reach out if the same malfunction code appeared again, which the caller understood.